Event description:
Customer reported accuslide on set cracked lengthwise and leaked a bottle of medication on the floor. Staff reported the cassette felt too big and was, therefore, difficult to load and cracked on insertion. There was no harm to the pt. No additional info was available.

Manufacturer narrative:
Manufacturer's report date: 11/10/2010. (B)(4). The set was received and functional testing confirmed the crack and leak in the accuslide base; root cause was identified as environmental stress cracking. The report of the cassette being difficult to load could not be confirmed or replicated with the set being installed a test device.